Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured on the arteriotomy. Manual compression was held to obtain hemostasis for 20 minutes after device closure was aborted. No injury was reported to the patient. The trained user was attempting to deploy the vcd on a very calcified artery when the malfunction occurred. The device will not be returned for evaluation as it was accidentally discarded in the hospital.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured on the arteriotomy. Manual compression was held to obtain hemostasis for 20 minutes after device closure was aborted. No injury was reported to the patient. The device was used in an interventional peripheral procedure using a retrograde approach. The trained user was attempting to deploy the vcd on a very calcified artery when the malfunction occurred. The device was stored and prepped according to the instructions for use. The vcd was used with a non-cordis 6f sheath introducer. No resistance or friction was experienced while using the vcd with the sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the second stop. There was no visible damage in the distal end of the sheath after removal. The product was not returned for analysis. A product history record (phr) review of lot f2204902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.